Event description:
A customer in the united states notified biomérieux of bottle contamination associated with bact/alert® pf plus culture bottle (reference 410853). The customer reported a higher amount of micrococcus and bacillus contamination at their facility associated with bact/alert pf plus and bact/alert fa plus culture bottles. The customer stated that the issue can possibly be contamination from the alcohol swabs used to clean the bottles, but is uncertain. The customer also reported that they use the bact/alert® liquid media for molecular testing on the biofire film array instrument. One patient had a bacillus isolated from a line draw on different days. The physician treated this patient with antibiotics. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer in the united states notified biomérieux of bottle contamination associated with bact/alert® pf plus culture bottle (reference: (B)(4). In response to the customer, complaint biomérieux performed an internal investigation to identify potential root causes of the issue. The investigation included data gathering from the customer, reviewed biomérieux documentation specific to bact/alert® pf plus culture bottles, as well as historical trending. The customer specified that unused bottles did not appear to be contaminated and were stored in a clean area in blue bins not in the shrink-wrap. The customer also stated that nursing staff drew the blood culture bottles, blood culture collections were by syringes, butterfly blood collection set and sometimes via an intravenous line (IV). There was no delay in loading the bottles onto the bact/alert® instrument. The review of production records showed no non - conformances that would affect sterility. Each lot is qc tested and the sensor in each bottle is 100 % inspected by a validated automated vision system during packaging. Note: inspection of the retain samples bact/alert® pf plus bottles was not performed as the customer did not provide the lot numbers. A historical review of last year's data found no other similar complaints for contamination in bact/alert® pf culture bottles (p/n: 410853). A review of the bact/alert® pf plus instruction for use confirmed it contain sufficient information regarding the proper handling of the bottles to prevent contamination and precautions. The customer provided times to positive for eight (8) bottles with either bacillus or micrococcus, and they were consistent with the organism or spores entering the bottle at the time of inoculation. The customer did not find any bottles contaminated before use. The customer did not recover any contaminant from cultures of their alcohol wipes. The most likely root cause is the organism was introduced into the bottle during use at the testing site.